Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported stimulation was never established after a previous revision surgery (reference MFR report#1627487-2013-20190). Reportedly, stimulation was only felt in an undesired location. Follow-up identified surgical intervention was undertaken on (B)(6) 2016 during which time the entire system was explanted.